Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a motor error after changing her infusion set. The patient's blood glucose at the time of incident was 187 mg/dl. The customer does not recall any significant events leading to the motor error alarm. Troubleshooting was initiated for the motor error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was stuck on a motor error loop that occurred during bolus or basal delivery. No motor position encoder error alarm could be verified in the alarm history due to an overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional testing could not be completed due to the motor error alarms. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.